Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 31 to 23 mg/dl at the time of the incident. The customer stated they were having sensor glucose versus blood glucose differences. The customer also got calibration and change sensor errors. The customer was at 122 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The sensor will be returned for analysis.